Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that they had a stroke so they went to the hospital and had an MRI. Patient said they didn't put their implant into MRI mode because they didn't know how but they did turn the therapy off for the MRI. Patient said they felt a tingling sensation at the implant site during the MRI. Patient said after they were done with they felt energy, like electricity. Patient said they were experiencing dizziness, don't feel well and they were in pain in their "front" and their "back". Patient said when therapy was turned back on they felt like a cramp in their leg. Patient said they left the hospital thursday and they have to go back on friday. Agent reviewed the option of patient turning therapy off to see if pain resolves with therapy being off. Patient said they had an appointment with their managing physician on february 25th but they were going to call the health care provider and tell them what happened to see if their appointment should be moved up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.